Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 301587611/18/2019-001c is relevant to the reported issue.

Event description:
The customer contacted physio-control to report they observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the main keypad assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Based on the information available, physio-control has determined that it¿s reasonable to conclude that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report they observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report they observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d10 returned to manufacturer on, of the initial medwatch report indicates: blank section d10 returned to manufacturer on, of the initial medwatch report should indicate: 02/14/2019.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report they observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.